Manufacturer narrative:
The investigation confirmed the issue. A workaround was provided to the customer. Disabling all coded comments in the system avoids the reported issue.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of an issue with cobas infinity core software version 2.3.3 that could potentially affect patient results. The customer states that the cobas infinity has no test value for a patient for test ID (B)(6) , but the web service is returning a result of "study is completed with determination of acid and fructose in seminal plasma." There is no allegation that any patient results were actually affected by the issue. The investigation was able to reproduce the customer's allegation in a test environment. If the system has any coded comments enabled, when an order with pending tests is consulted through a web service, the first coded comment will be returned as a result value of those pending tests. The investigation is currently ongoing.